Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Dob- (B)(6). Concomitant medical products- persona cr standard cemented femoral, catalog # 42502606001, lot # 62591750; persona stemmed cemented tibia, catalog # 42532007501, lot # 62411837. Foreign report source- (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01276, 0002648920-2019-00227. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Remains implanted.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty about four years ago. Subsequently, at the six-week visit, patient was in pain and radiographs revealed osteolysis. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.